Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, only the distal portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. Additional findings unrelated to the reported event were observed during analysis. Visual examination found multiple locations of full breach degradation of the optim sheath. The silicone insulation underneath was found undamaged.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
During a remote follow-up, increased pacing impedance was noted on the right ventricular (rv) lead. An exploratory procedure was performed to confirm the impedance anomalies were not related to a loose set screw on the device. No anomalies were noted with the set screws. Two weeks later another procedure was performed and the rv lead was explanted and replaced to resolve the impedance anomalies. The patient was stable.